Manufacturer narrative:
It was reported that an olive wire w/trocar tip broke during surgery resulting in the tip being implanted in the patient's bone. The device was not returned to the manufacturer for evaluation. The .045" olive wire w/ trocar tip, 1405-2248 is provided to customers within a sterile kit (sk14) and marked single use. The UDI referenced is for the sterile kit, sk14, the product is distributed within. The device history records for the device were reviewed and no issues were identified during the manufacture or release of the product that could have contributed to what was reported. The most likely cause cannot be determined due to the device not being returned for evaluation; however additional information indicates that the olive wire broke due to impact with another device that was temporarily placed in the patient's bone. The product is manufactured with implant grade material, no adverse events have previously been reported as a result of this failure to date, and the case was successfully completed with no other patient outcomes or case delay reported. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that an olive wire broke during a lapiplasty surgery resulting in the tip being implanted in the patient's bone. There was no case delay or other patient outcomes reported as a result of this event.